Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer stated the increase in air and downstream occlusion alarms was due to an education issue. Additional training and information was provided to facility staff that included IV set priming guides, screenshots of air alarms and steps to correctly mitigate / clear the alarms (re-iterating that clinicians only need to remove IV tubing from tubing channel when necessary). Use errors and proper user instructions are addressed in "baxter operator's manual, spectrum iq infusion system with dose iq safety software 3570009 version 9 revision e " which is shipped with every spectrum device. The guide instructs the user step by step on how to properly prime and prepare an IV set. The manual warns not to use an unprimed infusion administration set. Failure to fully prime an infusion administration set can result in accidental air infusion, causing serious injury or death. The device displays an air in line alarm when air has been detected in the loaded administration set. The device displays a downstream occlusion alarm when the pump detects an occlusion below the pump. The operator's manual provides step by step instructions to resolve air in line and downstream occlusion alarms. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps constantly displayed the air in line and downstream occlusion messages. It was reported that 1,276 air in line alarms were experienced in the adult critical care area, 817 out of 4,036 infusions in the adult care area and 426 out of 1,128 infusions in the oncology care area. There was no report if the devices experienced true or false alarms. There was no patient injuries or medical intervention associated with this event. Additional information was reported by the customer stating the increase I air in line and downstream occlusion alarms may have been due to an education issue. Additional hands on demonstration was completed where a pump was set up to simulate the air-in line and downstream occlusion alarms and how they need to be addressed and corrected. Supplemental visual training aides (IV set priming posters and air alarm screen shots) were also provided to nursing education, pharmacy and biomed departments. The facility representatives committed to sharing this information with all nursing units. No additional information is available.